Event description:
The pt underwent a successful two-level x-stop implant procedure with relief of symptoms. Approx two months following the procedure, the pt experienced foot drop. An MRI confirmed a disc herniation. The pt underwent a bilateral hemi-laminectomy and the x-stop implants were removed. The pt is recovering well. In the initial report, the physician told a medtronic rep that he believes the device contributed to the event because the implants were placed while the pt was in flexion. The physician has not responded to repeated calls to discuss the matter further, and has not returned the implant. Without further info from the physician, and without the implant to review, medtronic cannot reach further determinations regarding this incident. As further info is developed, medtronic will provide it.

Manufacturer narrative:
Method - other; device not returned, follow up with company rep. Results - other; no conclusion can be drawn at this time.